Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide onto the pump. The customer's blood glucose level was not impacted and the customer was able to load the cartridge successfully.